Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Catalog number and lot code of other device listed in this report: device name#: mitch head; cat#: unknown; lot#: unknown. Device not returned to the manufacturer.

Event description:
Patient had revision of old stryker hip implants and was replaced with competitor implants.